Event description:
During knee arthroscopy a piece of the arthrocare wand fell off and had to be retrieved out of the knee. Some additional meniscus had to be removed and surgery was prolonged by approximately 20 minutes.